Event description:
While pt was walking on treadmill, the belt stopped suddenly and completely. There was a noticeable burning odor, and an "os" code was shown in the speed display. When attempting to restart the treadmill, when the start button was pushed, the treadmill started up with the belt moving immediately at top speed.